Event description:
It was reported that the angio lab stated the catheter was being inserted into the pt's femoral artery. The intra-aortic balloon (iab) was prepped per the instructions. During insertion into the teflon sheath, the iab became stuck in the sheath. As a result, the sheath and catheter were removed as one. Another catheter was opened and inserted into the pt's other femoral artery without incident. It is unk if there was a delay in treatment. There was no pt death and no pt complications were reported. The pt's outcome was good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.